Event description:
It was reported that after blood draw the tubes are not separating the plasma with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: (2 of 4 complaints) it was reported that tubes are not separating plasma correctly. We only extract wisdom teeth and we only do surgeries on healthy teenagers. We received the vials on (B)(6) 2019 and started using them immediately and around 4 out of the 10 surgeries we used these vials on the plasma did not separate properly. We used other vials and we didn't not have any issues.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to poor serum were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood draw the tubes are not separating the plasma with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: (2 of 4 complaints) it was reported that tubes are not separating plasma correctly. We only extract wisdom teeth and we only do surgeries on healthy teenagers. We received the vials on thursday (B)(6) 2019 and started using them immediately and around 4 out of the 10 surgeries we used these vials on the plasma did not separate properly. We used other vials and we didn't not have any issues.